Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that system shuts down on its own and restarts intermittently. No patient harm was reported. Additional information has been requested.

Event description:
Additional information received from the customer who indicated that the equipment stops its operation when the foot switch is pressed. The pedal does not fulfill the expected functions. This occurred between cases. There was no patient involvement.

Manufacturer narrative:
Corrected information provided in b.2 and h.6. Additional information provided in b.3, b.5, e.1, g.3, h.6 and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).